Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. The event occurred intraoperatively during the select patient/acquire scan task and delayed surgical time by less than one hour. It was reported that when the system was booted up, the error ¿localizer not connected¿ occurred. The site rebooted the system and the error disappeared. Navigation and imaging were not aborted. The surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
Patient weight provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs found events of intermittent communication with the universal serial bus (usb).